Event description:
It was reported that the ambicor penile prosthesis (app) was not working for the patient. The physician is asking for approval of a revision surgery to replace the device. There were no patient complications reported.